Event description:
Facility stated that the ih6065wd 3 position recliner chair allegedly has a bent position bar. This prevents the chair from being reclined to the needed position after patient receives treatment.